Event description:
During a total gastrectomy a piece of the knife broke. On the second firing, after reloading, the surgeon opened the instrument and found that the tissue was not cut at all, upon examination of the device, it was found that a piece of the knife broke off at the tip. The broken piece was found on the operating room floor after the operation. The case was completed with a like device with no consequence to the pt.